Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device alarmed to check for empty reservoir. Per reporter the line was clamped but cassette was locked on. The device was powered off/on and then pump alarmed to remove/reattach cassette. Trouble shooting was performed, and the device was powered on, but alarm returned immediately. The pump was powered off. Reservoir volume: 29.7 ml. This event occurred at the patient's home and was operated by a health professional. T there was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.